Manufacturer narrative:
The initial MDR was incorrectly submitted as a 5-day report. Manufacturer's root cause investigation concluded user error as the probable root cause of the reported event. The reported event likely occurred due to excessive force applied by the physician when removing the pronto lp catheter. The pronto lp instructions for use warns the user to "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation."

Event description:
During a thrombolysis/thrombectomy of the left iliac and superficial femoral artery, the pronto lp catheter became separated and a portion of the device required additional intervention for removal. The patient developed a hematoma. Surgery was performed and the patient expired during the surgery.

Manufacturer narrative:
Manufacturer has not received the device as of the date of this report. Upon completion of the investigation, manufacturer will submit a follow-up report. (B)(4).